Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model#: sc-2317-70 serial #: (B)(4) description: infinion cx 70 cm lead the explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an attempted scs permanent implant, but the procedure was aborted due to the patient woke up screaming with a new pain in the right lower leg. Nothing would relieve the patient's pain while on the operating room (or) table. The new pain in patient's right lower leg was not device related. The physician believed it could have been an irritation of the epidural space or a nerve root from inserting the lead.

Manufacturer narrative:
Additional information was received that the patient was doing fine. No further information could be obtained.

Event description:
A report was received that the patient had an attempted scs permanent implant, but the procedure was aborted due to the patient woke up screaming with a new pain in the right lower leg. Nothing would relieve the patient¿s pain while on the operating room (or) table. The new pain in patient¿s right lower leg was not device related. The physician believed it could have been an irritation of the epidural space or a nerve root from inserting the lead.